Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her blood glucose level was usually high. Customer's blood glucose level was 319 mg/dl. The customer's high blood glucose symptom was thirst. The reservoir had small air bubbles. The high pressure test passed. The infusion set had a bent cannula. The customer tested for ketones and a trace of ketones was found. She also had blood on a previous site. The device was not returned.